Event description:
It was reported that an alert sounded for high impedance on the right ventricular lead. The alert will be reprogrammed and the lead monitored. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.